Manufacturer narrative:
At this time, the product will not be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was abandoned surgically for an unknown reason. No further information is known, as a competitor field representative was not present at the surgery. No additional adverse patient effects were reported.